Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff noticed that the wire at the tip of the mega suturecut needle driver instrument was broken and exposed. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a broken wire. The instrument was found to have a broken grip cable at the wrist. The idler pulley was able to spin freely. Engineering evaluation also noted that the instrument exhibited pulley face and rim damage. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken wire issue if to recur could cause or contribute to an adverse event.